Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - g2 (report source), h6 (type of investigation, investigation conclusions).

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. It was reported that during use cs300 intra aortic balloon pump (iabp) had battery run time. There was no harm or injury. (B)(6) explained that her patient was scheduled for transport to another facility and wanted to confirm that the pump had at least two hours of battery life. Emergency support team member informed (B)(6) that the cs300 typically provides approximately three hours of battery run time at a heart rate of 90 bpm. Emergency support team member also clarified, as stated in the IFU, that ¿a reduction in run time will occur over a battery's life due to age, storage temperature, and discharge cycles.¿ emergency support team member advised (B)(6) to keep the pump plugged into an ac outlet during ambulance transport. (B)(6) then mentioned that when she unplugged the pump to check the battery level, a ¿battery maintenance required¿ message appeared. Emergency support team member recommended switching to another pump with a full charge and no maintenance message, if available, as a precaution. Emergency support team member also collected product surveillance information during the call. (B)(6) expressed appreciation for the support. Later, at 1:43 pm, (B)(6) called back to report that while taking the patient for a CT scan, the pump displayed a low battery alarm. I advised her that the pump would need to be sent to biomed after being replaced.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, cs300 intra-aortic balloon pump (iabp) had battery maintenance required message and low battery alarm. There was no patient harm or injury.